Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03242; 2938836-2020-03243. It was reported that when the patient was evaluated for an unrelated procedure, infection was noted. The infection was found to be bacteremia, endocarditis. The physician did not make any allegation that the device caused the infection, but the cause of infection was unknown. The complete system was explanted. The patient was stable.